Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported the patient was hospitalized and treated with unspecified intraperitoneal antibiotics for the event. The patient was recovering from the peritonitis. The same day as the peritonitis diagnosis, automated pd therapy was changed to continuous ambulatory pd (capd) therapy. Pd therapy remained ongoing. On an unreported date, the patient experienced septic shock. Treatment for the septic shock was not reported. It was reported that a patient passed away nine days after the peritonitis diagnosis. The cause of death was reported as septic shock due to capd peritonitis. It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing at the time of death. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.